Event description:
Customer reported meter results of 44 mg/dl and 408 mg/dl within 10 mins on the advantage system. Customer states he was unconscious at the time of the comparison, received professional medical treatment. A request was made for the return of the system, replacement was sent.